Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician deployed and detached a ruby coil into the target vessel using a non-penumbra microcatheter. While attempting to advance a new ruby coil through the microcatheter, the physician experienced resistance and subsequently, the ruby coil became stuck. Therefore, the physician removed the ruby coil and completed the procedure using a pod packing coil (podj) and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 98.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The introducer sheath was ovalized and the embolization winds were offset approximately 6.5 cm from the distal tip of the sheath. Conclusion: evaluation of the returned device revealed that the introducer sheath was ovalized. If the rhv is overtightened on the introducer sheath prior to advancement, damage such as this may occur. If the device is further attempted to be advanced, resistance will likely be experienced and the ruby coil may become stuck. Further evaluation revealed that the embolization coil had offset coil winds. This damage likely occurred due to the overtightening of the rhv on the introducer sheath. There was no visible damage to the non-penumbra microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.